Manufacturer narrative:
On (B)(6) 2016 - since this incident took place in (B)(6), the device was sent to our conair (B)(4) location for investigation. The consumer agreed to have a new product sent. An estimate for the chair was also submitted to the consumer.

Event description:
On (B)(6) 2016 - the claimant has addressed this issue on behalf of her mother. The claimant alleges that the product scorched her pajamas. A chair was also burnt.

Manufacturer narrative:
On 4/19/2016 - since this incident took place in (B)(6), the device was sent to our conair (B)(4) location for investigation. The consumer agreed to have a new product sent. An estimate for the chair was also submitted to the consumer. On 4/21/2016 - correction, the product was returned to the conair ((B)(4) office) for investigation. A supplemental emdr will be submitted with the manufacturer's narrative. On 5/13/2016 - manufacturers narrative: the product did not work on receipt, so testing was not possible. Photos provided by customer show the unit was not being used per instructions. Due to the consumer sitting / laying on top of the pad, it allowed the heating pad to become trapped in the recliner. Once trapped, the heat in the trapped area rose until it was hot enough to melt the heating pad material. This in turn caused the damage to the recliner.

Event description:
On 4/19/2016 - the claimant has addressed this issue on behalf of her mother. The claimant alleges that the product scorched her pajamas. A chair was also burnt.